Event description:
Approx six weeks after the procedure, a repeat angiography was performed. Thrombus was revealed in the cypher stent and proximal to it. Aspiration was conducted to treat the thrombus. A balloon angioplasty was performed with a quantum maverick. One week later, the pt was discharged from the hosp in stable condition. Per the physician, the probable cause of the sat was that during the index procedure, there was difficulty delivering the cypher. The physician attempted several times. Eventually, he changed the guidewire to a flexwire and the stent was deployed. There is a possibility that an injury to the vessel occurred when trying to deliver the cypher.